Event description:
The customer reported that the camera was not taking images. The quick return mirror was stuck. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the tech may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer replaced all gears and the motor on the quick return mirror. The system was tested in all modes and also the tool mode. The optics were cleaned and checked. (B)(4).